Event description:
It was reported that during the implant procedure of the left ventricular lead, the patient experienced phrenic nerve stimulation./ the physician elected to no longer use and replace the lead. There were no adverse consequences to the patient.

Manufacturer narrative:
Final analysis found normal lead characteristics.